Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a heavy calcified right common femoral artery was attempted using a proglide device after an unspecified interventional procedure. Reportedly, the device was properly used; however, the device did not achieve hemostasis. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported the marker lumen was successfully flushed prior to use with saline. The foot was deployed after backflow from marker lumen was confirmed. The knot was successfully tightened; however, it did not achieve hemostasis during the percutaneous coronary intervention procedure using a 7f sheath. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device evaluated by MFR - device return status. Correction: MFR site registration #. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.